Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse cleaned the sample and ancillary ports, checked the system dark counts and performed dry, wet water and wet wash tests. The cause for the false positive advia centaur xp troponin test result when compared to a negative troponin result from an alternate laboratory is unknown. The customer's quality control results were within acceptable ranges and no system issues at the time of the positive troponin result. There were no other discordant patient results reported at the time of the event. It was observed by the customer that the patient test sample was lipemic, however, the triglycerides test levels were not provided. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The system is performing within specifications.

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and the result was questioned by the physician. The customer did not perform repeat advia centaur xp troponin ultra testing. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra result.